Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your report that the needle wouldn't retract was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard needle was provided for investigation. The needle was received fully extended from the shield. Cured adhesive was found between the needle hub and the grip, which prevented needle retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Event description:
Injuries or adverse event: no. Reported issue: after attempting IV insertion the needle wouldn't retract. Please note this product failure was submitted to medsun/FDA under report # (B)(4).

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.